Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation in (B)(6) 2017 and the patient was discharged home. Two days later the patient presented to the hospital with abdominal pain. The physician performed a computed tomography (CT) scan which revealed a "suspect perforation". A laparoscopy was performed and a perforation at the fundus and bowel was visualized. The physician then resected a piece of the bowel. The patient had post-operative complications with the ileus, but "the patient is on the improvement path".